Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified (insufficient pneumatic seal).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose was 500 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.